Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specs.

Event description:
It was reported the physician was implanting a 25mm gore helex septal occluder to close a pt foramen ovale. While repositioning the left disc, the physician was not able to recapture the left disc. The device was locked and while trying to recapture the left disc again, the retrieval cord broke. The physician determined that the left disc was caught in the mitral valve, so no further manipulation was attempted and the pt was sent for surgical removal and closure of the defect. The pt was doing well following the explant.